Manufacturer narrative:
Investigation findings: the hose was received by conmed linvatec on 10/25/07. An eval of the hose confirmed the reported problem and found the outer hose burst at the handpiece end. It was also observed that the inner ferrule is missing, high pressure hose air leak and the diffuser is damaged. Visual inspection of the outer hose noted the material is dry/brittle. A review of conmed linvatec repair history for this device shows no prior repair for this hose. The MFR date stamped on the hose coupling indicates this hose is 18 yrs old. The instruction manual for conmed linvatec handpieces warns the user of the following: ensure all attachments, accessories and hoses are correctly and completely attached to the handpiece. Always inspect hoses for signs of wear or damage. Do not use worn or damaged hoses. Replace immediately. Check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service. Caution: do not exceed 100 psi operating pressure unless a hose longer than the standard 10 ft. The customer will be provided additional education on the care and maintenance of this device.